Event description:
It was reported on (B)(6) 2011, that the pt was admitted to the emergency room due to status epilepticus. The neurologist went to the hospital to interrogate the generator, but the battery was dead. The pt had generator replacement surgery due to battery depletion. The neurologist reported that the generator was at eri=yes and was unable to be interrogated. However, no troubleshooting was performed. No programming settings were provided by the neurologist, as the generator was reported dead prior to the generator replacement, so no programming changes were completely recently. The company rep reported that the neurologist attributed the pt's hospitalization to the generator being at end of service. As a result, they immediately scheduled replacement to get the generator changed. The generator was returned to the MFR for analysis. The generator product analysis was completed, and the results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The reported allegation of "end of service" was not duplicated in the pa lab. No eri flags were observed during eval. The pulse generator module performed according to functional specs. However, it was noted that the generator did not interrogate at two orientations at approx 135 and 315 degrees. Clinic notes were later received which revealed that the pt's increased seizures occurred in a different town and was not being treated by her usual physician. The pt's seizure frequency with vns was one to two seizures per week as generalized-tonic seizures lasting one to two minutes. However on (B)(6) 2011, the pt had at least three seizures back to back for at least two hours and had pain in the chest/neck area. She also reported headache during stimulation. She told the staff at the home that vns was continually firing. The magnet reportedly did not stop the vns. The pt was taken to the ER in an ambulance which did not have a vns programming system. The pt was given diazepam which stopped the pain and twitching. The pt was transferred via ambulance to another hospital and during that time, she had pain and twitching again, so they stopped at another hospital because her pain was so bad. In the ER, she still had pain and also had convulsions that involved both lower extremities. Another vns physician attempted to interrogate her device in the hospital multiple times and was unsuccessful. Dr. (B)(6) stated that indicated that the battery was depleted, as it is unusual for pt to be in so much pain if battery is depleted. The notes stated that a lead fracture is possible, so x-rays would be obtained and will get a CT to rule our brain abnormalities. Although the possibility of a lead fracture was mentioned in the notes, the pt's lead were not replaced. F/u revealed that there were no programming or medication changes that preceded this onset and there was also no trauma prior to the painful and erratic stimulation.